Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 became stuck and would not close, resulted in a drawer failure. The customer performed a reboot; however, the issue persisted and the drawer remained non-functional.the customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 16249094 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16249094 was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and would not close. A field service engineer (fse) reported that drawer 5 was not closing due to damaged slides and the slides were replaced. The fse further observed that the bumpers were missing or damaged, which caused the bearing retainer to shift and resulted in ball bearings falling out, and ensured proper functionality after correction. The system functioned as intended after the field service engineer repaired the device.